Event description:
A nurse reported experiencing inaccurate high results with a surestep flexx meter when testing a patient. The patient's blood glucose results were 444 mg/dl on the meter and 326 in the lab with a 36% difference. Tests were done 5 minutes apart. Patient did not experience any adverse events. No further information has been reported.